Manufacturer narrative:
Product ID: 3093-28, lot# v826029, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient had a shocking or jolting sensation. The reporter stated that the patient felt a shock when going through the security gates when she was at a library. Four days later, it was reported that it was unknown if there was electromagnetic interference, if the device had a power-on reset condition, if any troubleshooting was done, or if any interventions had taken place. The reporter stated that the patient was receiving effective therapy and the device was working. Additional information has been requested but was not available as of the date of this report.